Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported that during an angioplasty procedure within a heavy calcified lad, after inflation of the voyager rx balloon, a dissection was noted. When the physician was removing the balloon, the guide wire was removed inadvertently losing vessel access. The procedure was unable to be completed at that time. Later, the same day, the stenting procedure was resumed, along with treatment of the dissection within the lad. The physician implanted a 3.0 x 18 xience v stent, completing the stenting procedure as well as covering the dissection. There were no additional reported pt effected reported. There is no additional info available.

Manufacturer narrative:
Dissection, as listed in the voyager IFU and in the product risk assessment is a known adverse event associated with coronary dilatation procedures and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined. The first xience v indicated has been filed under MFR# 2024168-2009-02210. The second xience v indicated has been filed under MFR# 2024168-2009-02211.